Event description:
Caller states that the following readings were obtained on a patient using the inform system, compared to a lab result, within 10 minutes: 109 mg/dl, 131 mg/dl, 273 mg/dl (inform) and 638 mg/dl (lab). Customer states that readings of 109 mg/dl and 131 mg/dl were taken on contaminated arterial line samples as the line was not cleared. Reading of 273 mg/dl was taken on a clean arterial line sample. Patient was being treated with a d50 glucose earlier in the day and a d20 IV during the incident. Patient was in end-stage renal failure, had pneumonia and diabetes (type not provided), and subsequently passed away of cardiac arrest the following day. No actions taken based on device results. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.